Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The device was not returned; therefore, a device analysis could not be completed. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as patient made a mistake/touch contamination. It was not reported if the patient was hospitalized for the peritonitis event. The hp was treated with vancomycin and gentamicin intraperitoneally for 2 weeks (dose and frequency unknown). It was not reported if the patient was retrained on proper aseptic technique. It was not reported if the patient had recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.